Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was sent to bench a few weeks prior and was returned to the customer unrepaired. The device still will not read the ECG. There was no reported patient involvement.

Manufacturer narrative:
.